Manufacturer narrative:
The comlainant made no indication of any conventus flower orthopedics device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated on (B)(6) 2025 for a fibula nail 3.5x130mm break involving a patient. The surgeon was advancing the nail through the canal but encountered some resistance and the nail broke. The broken piece could not be retrieved from the patient. Patient recovered without any complications. Surgery was prolonged while the clinicial tried to retrieve the broken piece.